Event description:
The account alleged the bed had no nurse call functions from wither side rail. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.